Manufacturer narrative:
The patient was treated with medical/surgical intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated death as cardiac. Patient weight corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the sponsor assessed the event as possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted. It was reported the patient died.

Manufacturer narrative:
The patient has a medical history of hypertension and diabetes. The index procedure was prompted by unstable angina and mi. During the index procedure the resolute onyx stent was implanted in the cx. Death was due to cardiac arrest, pneumonia and respiratory failure. The sponsor and investigator assessed these events as not related to the index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.